Event description:
The sureform stapler 60 was not working properly. The protector did not fit properly and some adjustments were made and then the stapler would not fit in trochar. More adjustments were made so would fit in the trochar, however once in, the stapler would not staple when used. Stapler to be returned to da vinci for inspection.